Event description:
It was reported that the patient presented to the hospital with atrial fibrillation for normal eri change out and to receive a programmer commanded shock to convert the a-fib. During the commanded shock, the hv lead impedance measured low and out of range. A dft test was attempted, but therapy was not delivered. The lead was explanted a week later. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.7-7.3cm from the distal tip, consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 25.7-28.4cm from the distal tip. Internal insulation abrasion was noted at 24.0-24.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 16.9-17.3cm and 17.8-17.9cm from the distal tip. The rv conductor etfe coating was abraded at 17.0cm. This is consistent with the observation from the field of low hv lead impedance.